Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial hcg + b result was 3 miu/ml. The sample was repeated and the result was 110 miu/ml. The customer repeated the sample by another unspecified method and the result was 3 miu/ml. The erroneous result was not reported outside of the laboratory. The customer thought the results of 3 miu/ml were correct. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 25919901 with an expiration date of 30-nov-2018. The customer stated the instrument status was ok, qc results were acceptable and there were no instrument alarms so they were confused by the high result. The customer declined to provide any additional information for the investigation. The investigation was unable to find a definitive root cause.